Manufacturer narrative:
As reported, during the procedure, the echo ps could not be separated from the ventralight st w/ echo ps mesh when removal was attempted. The surgeon removed the mesh and used another one to complete the procedure. Evaluation of the sample finds no points of fixation on the mesh either by staple or suture that would suggest the mesh was not fixated first before attempting to remove the echo balloon. IFU states, after inflating the balloon to position device, fixate the mesh using a fixation device or monofilament sutures to secure the mesh before removal of the balloon." A simulated use test was performed and after fixating fasteners to the mesh onto a foam pad, the echo ps balloon could be removed from the mesh with no resistance. No device problem or manufacturing anomalies were found. A review of manufacturing records was conducted and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia procedure on (B)(6) 2026, the surgeon was unable to remove the echo ps from the ventralight st w/ echo ps mesh. Reportedly, multiple attempts were made, but the components could not be disengaged as expected. The surgeon removed the mesh from the patient's body and used another one to complete the procedure. There was no patient injury/harm.